Event description:
Customer called to report that the coulter ac.t diff analyzer leaked approximately 2 ounces of fluid onto the counter. Customer also stated that the instrument gave incomplete hemoglobin results upon instrument startup. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the instrument issue with customer by telephone. While troubleshooting with the cts, customer found that the wbc (white blood cell) bath was overflowing. The cts instructed customer to fire solenoid 14 (valve lv14 for wbc/rbc bath drain) several times and then to bleach the bath and drain; these steps cleared the line. The cts then instructed customer to run a blank sample, after which the baths drained properly and did not overflow. Therefore, the cause of the leak was due to the blockage in the wbc bath waste drain line. The cts then verified proper instrument performance with customer to ensure that the troubleshooting guidance provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The cts called customer for follow-up, during which customer stated that the instrument is working properly and that controls are recovering within the appropriate limits.

Manufacturer narrative:
(B)(4).